Manufacturer narrative:
Device was unable to pass the displacement test. It was not able to rewind or load properly. Upon further review of the unit's interior, there was rust on the bottom of the motor and inside the motor end cap plus the bottom of electrical board was pretty corroded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank screen, red lights was flashing and vibrating. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment were neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump did not bumped or dropped or recently exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.